Manufacturer narrative:
H6. Method - correction - code 4117 was not included in the initial MDR.

Event description:
Patient had a generator replacement occur. Explanted generator was discarded per facility policy. No additional relevant information has been received to date.

Event description:
Clinic notes were received and reviewed. It was reported that the patient does not believe vns is working anymore as the patient is having breakthrough seizures. The patient also reported to be having seizures greater than 10 minutes in length. The patient settings were stated to have been increased. No additional relevant information has been received to date.